Event description:
It was reported that a user experienced hyperglycemia with a blood glucose value of 291 mg/dl about an hour after a supply change while using the ilet with a contact detach infusion set; the device did not generate a prolonged high-glucose alert, and no backup therapy, ketone testing, or medical intervention was used. Symptoms included no acute clinical effects. Outcomes included no functional impairment, no need for assistance, and no hospitalization. Investigation included a follow-up confirming glucose returned to 90 mg/dl after the supply change. Investigation of this case revealed that the hyperglycemia resolved after replacing supplies, and no device malfunction or alarm fault was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.